Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same days as the event onset, the patient was treated with vancomycin injection (1 gram per 1 bag, route and frequency were not reported) and meropenem injection (250 mg, 3 exchanges per day and route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was ongoing. No additional information is available.